Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp had high purge pressure alarm. There was no kink noted. There was also a position alarm, but echocardiogram showed impella in correct position in the left ventricle. The cp was exchanged and the patient remained stable.

Manufacturer narrative:
The investigation of high purge pressure and optical signal issue has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26213 as it is unknown if the initial reporter also sent the report to the food and drug administration.